Event description:
It was reported that the device was removed from service due to telemetry difficulty and no output. The patient complained the area over device felt hot to the touch. No patient complications have been reported since the device was removed from service.

Event description:
It was reported that the device was explanted due to telemetry difficulty and no output. The patient complained the area over device felt hot to the touch. No patient complications have been reported as a result of this event. A medwatch 3500a was subsequently received and reported sudden end of life.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is gem iii vr, common device name is implantable pacemaker/cardio/defib, and implant date is 2001. Evaluation summary: analysis revealed an internal short between one of the anode tabs and the adjacent top edge of the cathode. Other: it was reported that the device was explanted due to telemetry difficulty and no output. The patient complained the area over device felt hot to the touch. No patient complications have been reported as a result of this event. A medwatch 3500a was subsequently received and reported sudden end of life. Actual device involved in incident was evaluated mechanical tests performed visual examination: component/subassembly failure. Battery device was out of specification in a manner that relates to event, interrogate, difficult to output, none, premature end-of-life (eol) indicator implant, removal of device failure.